Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: returned product consisted of the rotapro atherectomy system. The burr catheter was attached to the advancer unit, when received. The rotawire used in the procedure was returned in two portions through complaint (B)(4). The proximal portion of the wire was received still inserted within the device. The advancer, handshake connections, sheath, coil, and burr were visually and microscopically examined. Inspection of the device presented no damage or irregularities. During removal of the proximal portion of the returned wire, severe resistance was encountered due to a kink at the proximal tip of the wire. After removal, the total length of the wire was measured and found to be 330cm. The wire used in the procedure was returned for analysis, so functional testing was completed with the returned rotawire. The distal portion of the wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues. The proximal portion of the wire was not able to be reinserted due to the kink at the tip of the wire. In order to determine the functionality of the rotapro device separately from the returned wire, additional analysis was performed using a test wire. During analysis, the test wire was able to be inserted, advanced, and retreated from the rotapro device with no resistance or issues. It is believed that the reported events are attributable to the kinked proximal tip of the wire. Product analysis confirmed the reported event, as the proximal portion was able to be removed, but with severe resistance due to the kinked distal tip of the wire. A test wire was able to be inserted through the returned rotapro device with no resistance or issues.

Event description:
It was reported that the rotapro burr became stuck on the rotawire. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified lesion. A 1.25mm rotapro catheter and a rotawire were selected to be used for procedure. The rotapro was prepped and platformed at 190,000 rpm outside the patient, then advanced over the wire. During withdrawal, he devices were then removed together, and it was observed that the burr and the wire were stuck together. The rotawire was cut by the physician to release the stuck wire. The procedure was completed with another devices. The patient's status post procedure was good.